Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: missing ke45 (thixotropic adhesive) at the light guide cover and peeling adhesive around the objective lens. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the customer's allegation and newly found malfunctions is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the ultrasound gastrovideoscope had a cut on the pink rubber. The issue was identified at reprocessing of the device. There was no patient involvement.